Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer the PICC catheter with the catalog number of 7617405 was found to have an unsmooth surface and burrs during the catheterization process in the hospital. There is no injury to the patient, and the patient has no complaints after replacing the new catheter. No other information was provided.